Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed oversensing for an uknown duration after review of an electrogram (egm). No intervention has been performed at this time and the lead remains in service. All lead measurments were confirmed normal and within range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.